Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 10:02 a.m., the customer ran a control test and obtained a reading of 269 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips. The contour next control solution was not returned. An in-house testing was performed using the returned meter with returned test strips and in-house contour next control solution from lot # 8bv2g26, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next one meter with in-house contour next test strips and in-house contour next control solution from lot # 8bv2g26, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked.